Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.2; h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side ''capsular contraction, baker grade unknown implant exchange.'' Device remains implanted.

Event description:
Patient reported right side ''capsular contracture baker grade unknown implant exchange.'' Healthcare professional reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.